Manufacturer narrative:
H3 - other - investigation performed on retained sample foron the same batch. Internal investigation consisted of both batch manufacturing record (bmr) reviews and investigative testing. Our investigation has confirmed that orthotm sera anti-jka product fd162m lot v224499 is fit for purpose therefore this complaint is not upheld. Alba biosicence reference number of this file is (B)(4).

Event description:
End user reports false negative result with orthosera anti-jka (mts) product fd162m (6904548) lot v224499 expiry 05nov22.two donor samples generated negative results with the reagent on ortho vision with buffered gel card. Additional testing with anti-jka lot v236730 gave expected positive reaction, 2+ & 3+ recorded.